Manufacturer narrative:
H6: investigation summary two (02) pictures were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. According to the pictures provided, bdm-ps confirms the presence of an insect on the cover of the pen needle. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Review of pest control records was carried out and there were no signs of above normal insect detection before or during the period in question. Based on the investigation conclusion, bdm-ps was able to confirm the symptom perceived by the customer. However, it was not possible to correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that a dead insect was found on the bd micro-fine¿+ pen needle during the packaging process. The following information was provided by the initial reporter: "on (B)(6) 2022 an expired bug discovered adhered to one of the needles when packaging the subject batch on packaging line".

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a dead insect was found on the bd micro-fine¿+ pen needle during the packaging process. The following information was provided by the initial reporter: "on (B)(6) 2022 an expired bug discovered adhered to one of the needles when packaging the subject batch on packaging line."